Event description:
Dome detached during traction removal. Indwelling period was about 210 days. Detached dome has not been excreted yet.

Event description:
Dome detached during traction removal. Indwelling period was about 210 days. The detached dome has not been excreted yet.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The dull and rounded veneer identifed at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the break was caused by stretching the dome material beyond its elastic limits during removal. However, the mechanism of damage is undetermined at this time. It is not known if the gastrostomy tubing was free floating within the fibrous tract prior to removal. The complainant indicated the complaint sample had been in place for 210 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.